Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: a low reading issue was reported with the adc (abbott diabetes care) device. A customer received a lower sensor scan reading that is 50% lower (in this case, 54 instead of 96). It is unknown whether the customer noted a trend arrow on the device. The customer would wake up unnecessarily and it could lead to taking too much sugar. The customer was contacted successfully, and there was no additional information obtained. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.